Manufacturer narrative:
Batch review performed on (B)(6) 2018, lot 144046: (B)(4) items manufactured and released on (B)(6) 2014. Expiration date: 08/31/2019. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on (B)(6) 2018 by medical affairs director expulsion of a tlif cage at l4-l5 one month after operation. This cage was used to replace a former (larger) similar cage that incurred into the same adverse event. It was substituted by an alif cage. There is no clue that the problem was originated by a faulty or malfunctioning device. Cage expulsion is a known, possible adverse event following interbody fusion surgery, described in literature. Preliminary investigation performed by r&d spine director on (B)(6) 2018: implant migration can occur among others because of a too small implant size selection.

Event description:
The patient had a primary on (B)(6) 2018. On (B)(6) 2018 the surgeon revised the patient cage because slipped and was pressing on the thecal sack, with a smaller cage (MDR 2018-00381). Also the 2nd cage slipped and was pressing on the thecal sack,it migrated toward the thecal sack 1 month later.

Manufacturer narrative:
Due to human error the follow up was reported not on time. Visual inspection performed by r&d project manager on 21 june 2018: the mectalif transforaminal 03.23.051, lot 144046, analyzed is according to the specification in terms of external dimensions. The part presents some scratches that are probably due to the removal of the implant.